Event description:
A resident fell while being lifted for a transfer from a golvo 7007es, according to the facility, the staff elevated the resident for a transfer when the connection piece from the lift strap to the scale fractured causing the resident to fall back onto the bed. No injury was sustained.

Manufacturer narrative:
On october 6, 2006, the equipment was inspected by a liko distributor. A broken strap connector is a symptom of raising the lift to its maximum lift height after the sling hanger bar and scale are positioned resting on the lift arm parking hook. This causes a binding of the buckle within the scale. The bent components should have been noticed and the lift taken out of service prior to usage of the lift. As stated on page 3 of the lift instruction guide, "before use, make certain that all lift components are intact and show no signs of wear." It is the position of liko that, if the instruction guide had been followed, this incident would not have occurred.